Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, before the implant procedure, the device was interrogated and the remaining capacity to elective replacement indicator (eri) was low. Premature battery depletion is suspected and the device was not used. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was found to have been programmed out of shipped settings 10 months prior to the event; the remaining capacity to the elective replacement indicator (eri) observed in the field is considered normal. The device was returned in original sterile packaging and analyzed in the lab. Interrogation of the device revealed the device was above eri when received. Testing was performed on the ICD and the device was found to be normal; telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested on the bench. No anomaly was detected.